Event description:
It was reported via repair work order that the cot would not release from the transfer trolley due to a cracked routing tray. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.